Event description:
It was noted a pericardial effusion (pe), cardiac tamponade, cardiac perforation and death occurred. During a left atrial appendage (laa) closure procedure, pre-procedural imaging confirmed there was no pre-existing pe. After the femoral vein access, the transseptal puncture (tsp) was completed using versacross connect (vcc) transseptal access system through the watchman access system (was) under intracardiac echocardiogram (ice) guidance. The was advanced into the left atrium and a 31mm watchman flx pro delivery system and closure device (wds) was advanced to the laa. Upon deployment of the wds, the device remained cinched in the middle, so the physician recaptured and redeployed the wds. After initial deployment and seconds before the final deployment of the wds, cardiac tamponade, and a pe was noted at the coumadin ridge. The wds was released and the closure device implanted. A pericardiocentesis was performed and an unknown amount of fluid was removed. Cardiac surgery was performed, and the cardiac perforation was closed. The patient was in asystole and experienced cardiac arrest. The patient was pronounced dead approximately one (1) hour after the closure device was implanted. In the physician's opinion, improper location of the initial deployment of the wds caused the pe.

Event description:
It was noted a pericardial effusion (pe), cardiac tamponade, cardiac perforation and death occurred. During a left atrial appendage (laa) closure procedure, pre-procedural imaging confirmed there was no pre-existing pe. After the femoral vein access, the transseptal puncture (tsp) was completed using versacross connect (vcc) transseptal access system through the watchman access system (was) under intracardiac echocardiogram (ice) guidance. The was advanced into the left atrium and a 31mm watchman flx pro delivery system and closure device (wds) was advanced to the laa. Upon deployment of the wds, the device remained cinched in the middle, so the physician recaptured and redeployed the wds. After initial deployment and seconds before the final deployment of the wds, cardiac tamponade, and a pe was noted at the coumadin ridge. The wds was released and the closure device implanted. A pericardiocentesis was performed and an unknown amount of fluid was removed. Cardiac surgery was performed, and the cardiac perforation was closed. The patient was in asystole and experienced cardiac arrest. The patient was pronounced dead approximately one (1) hour after the closure device was implanted. In the physician's opinion, improper location of the initial deployment of the wds caused the pe. It was further reported that 200ml of fluid was removed with the pericardiocentesis, and the patient received two (2) unites of red blood cells and one (1) unit of plasma. The wds was initially deployed in the coumadin ridge.

Manufacturer narrative:
Media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: distal end of closure device implant appeared to be in pericardial space. Redeployment also appeared to be in a too distal position. Additional discussion on media was provided. First video showed a contrast injection with the closure device partially out of the sheath. Contrast flow indicated that the closure device was positioned against the cardiac wall. Group discussion commented that the deployment was notably fast and concluded that the lack of expansion was the result of puncturing the cardiac wall. Second video showed the first deployment, which did not fully expand. Group discussion commented that the deployment was notably fast and concluded that the lack of expansion was the result of puncturing the cardiac wall. Third video showed the closure device after redeployment with more expansion but still compressed in the middle, indicating that it was likely redeployed into the same hole caused by the first deployment.

Manufacturer narrative:
B5: information added. B7: information added. H6 impact code added: blood transfusion.

Event description:
It was noted a pericardial effusion (pe), cardiac tamponade, cardiac perforation and death occurred. During a left atrial appendage (laa) closure procedure, pre-procedural imaging confirmed there was no pre-existing pe. After the femoral vein access, the transseptal puncture (tsp) was completed using versacross connect (vcc) transseptal access system through the watchman access system (was) under intracardiac echocardiogram (ice) guidance. The was advanced into the left atrium and a 31mm watchman flx pro delivery system and closure device (wds) was advanced to the laa. Upon deployment of the wds, the device remained cinched in the middle, so the physician recaptured and redeployed the wds. After initial deployment and seconds before the final deployment of the wds, cardiac tamponade, and a pe was noted at the coumadin ridge. The wds was released and the closure device implanted. A pericardiocentesis was performed and an unknown amount of fluid was removed. Cardiac surgery was performed, and the cardiac perforation was closed. The patient was in asystole and experienced cardiac arrest. The patient was pronounced dead approximately one (1) hour after the closure device was implanted. In the physician's opinion, improper location of the initial deployment of the wds caused the pe. It was further reported that 200ml of fluid was removed with the pericardiocentesis, and the patient received two (2) unites of red blood cells and one (1) unit of plasma. The wds was initially deployed in the coumadin ridge.